Event description:
The iab was inserted into the pt on 7/3/96 at 1:21 a.m. And removed on 7/4/96 at 7:30 a.m. The iab did not malfunction. As a result of the event, the pt had a deep vein thrombosis. (Event complications: deep vein thrombosis-reported 7/7/97). (Pt's current status: discharged-rpt'd 7/7/97).